Event description:
It was reported that the ventilator shutdown. The ac power plug fell off and no battery power. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator accidentally shutdown during use and that the screen went black. The ventilator was swapped with another one immediately and there was no patient harm. A problem with the power supply system was detected. According to information from our field service engineer, due to the battery module failure for many years, there was no backup power available for the reported ventilator. The user has not been asked to replace it. In this case, the ac power plug fell off and the battery does not store electricity, resulting in a black screen and shutdown. The maintenance of this ventilator has been outsourced to a maintenance company not authorized by getinge, which also led to the user not being reminded of the need for regular replacement of the battery module, expiratory cassette membrane and maintenance kits. Moreover, the user didn't take any action for the battery module failure as it will be detected during the pre-use check. The conclusion in this case is that the user discovered the problem and did not take immediate and effective action to replace the battery or stop using the machine, which led to this incident. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.

Event description:
Manufacturers ref:(B)(4).